Manufacturer narrative:
Additional information: device manufacture date provided. Correction: unique device identification (UDI) updated to proper value.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. The vertek arm for the navigation system was returned to the manufacturer for evaluation. Testing found that the arm would not lock when tightened on the starburst end. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A site representative reported that, while outside of a procedure, the vertek arm for the navigation system was not functioning as designed. There was no patient present when this issue was identified. No additional information was provided.